Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during third inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was good.